Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. It should be noted that the product catalog number is assumed to be ex060201c; however, this is not certain. Despite attempts the product information could not be confirmed. The stent remains implanted and the delivery system was discarded at user facility; therefore, not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA#: p070014.

Event description:
It was reported that during deployment, resistance was felt with the release wheel. After the stent was released in the patient, the stent was only 9 cm long instead of 17 cm. There was no report of injury.